Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review was performed and there was no evidence of the reported condition. Visual inspection and functional testing were performed and nothing unusual was noted. The device passed all testing successfully related to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.